Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During repair the service engineer replaced the safety disk. Then he performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "leak in iab circuit". The customer performed a safety disk leak test and the iabp passed this test. During testing with another iab connected, the same failure occurred. The customer replaced the cs300 and resumed therapy. There was no harm or adverse event reported.